Event description:
The physician reports performing cataract surgery with implantation of the crystalens using the crystalsert lens injector. During lens insertion, the haptic became kinked. Intervention was performed in order to enlarge the incision and remove and replace the lens; a suture was also placed per standard protocol. A second crystalens was implanted successfully and the pt's prognosis is good. Reference MDR #2031924-2010-00164.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: per the surgeon, the haptic damage was due to a loading error while loading the lens in the insertion instrument.